Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope¿s instrument/suction channel tested positive for staphylococcus epidermidis. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The device evaluation is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A visual inspection of the scope was performed and found no signs of foreign material or stains inside the instrument and suction channels. However, there were scrape marks noted inside the instrument channel at the distal bending section area of the scope. Potential causes of channel damage can be attributed to accessories or endotherapy devices during maintenance or procedure. There were no damages noted inside the suction channel. In addition, the scope passed the leak test and the scope ID registered 788 uses. As part of our investigation, the scope¿s instrument history was reviewed and showed the scope was purchased on january 14, 2015 and does not have a previous repair record. The exact cause of the reported event could not be conclusively determined. To mitigate the risk of potential patient infection to patients/operators, the instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Manufacturer narrative:
On december 14, 2018, the ess visited the user facility and observed the user facility¿s reprocessing practice and noted no deviations. The ess also conducted a reprocessing in-service that included pre-cleaning, leakage testing and manual cleaning information contained in the olympus instruction manual.

Manufacturer narrative:
The scope was returned but the evaluation is still in progress. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The cause of the reported event could not be confirmed. However, if additional information becomes available or if the device is returned to olympus at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope culture tested positive for diphtheroids from the instrument channel port after it was reprocessed utilizing their non-olympus automated endoscope reprocessor (aer). There are no issues noted with the aer. A preventative maintenance on the aer and an in-service in reprocessing were last performed in (B)(6) 2018. There was no patient injury reported. Regarding the reprocessing: the user facility reported they are following the olympus manual and olympus on track competency guide for reprocessing.